Event description:
It was reported that the pt had a micl12.6 implantable collamer lens implanted in the right eye 2009. As part of the study, the pt reported that she was experiencing a halos around lights at night. Circular reflections in certain lighting and very large floater less than four months after surgery. Further info requested but not yet forthcoming. Any additional info will be submitted by a supplemental. See MFR report # 2023826-2009-00983 for the left eye.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The account is unable to obtain patient results of architect ca19-9. Error code 1007 (unable to process test, activated read failure) was detected during the incident. Two patient samples generated higher than expected results. The second patient had an initial result of 149 ng/ml and the repeat was 117 ng/ml. The issue was resolved by replacing the reaction vessel cells in use with another lot (68007p100). No impact to patient management was reported.